Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2021 - 02616.

Event description:
It was reported that the cone body trial was having difficulty attaching to the stem. The screw locking mechanism was not catching. It did eventually lock down. When we went to unlock the screw after trialing, the screw would not loosen. When loosened, tip of driver broke. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   A hex drive was returned and evaluated. The visual inspection identified the tip of the driver had fractured with no other visible damage to the device. The driver fracture align with a torsional overload failure. Review of the device history records identified no (related) deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.